Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose was 246 mg/dl. Customer continued to use the pump for insulin therapy.